Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your recent complaint (B)(4) regarding bd chocolate agar (blood agar no. 2 base), 20, catalog number 257011, lot number unknown with respect to contamination. Event description: it was reported that multiple plates were contaminated. Complaint history review: the complaint history was reviewed for a 12-month period, and no similar complaint was identified for this catalog number. A trend could not be identified. Batch history record (bhr) review: without a batch number, a batch history record could not be reviewed. Sample analysis: without a lot number, no retainment samples could be checked. Return samples were not provided by the customer. Picture was not provided by the customer. Evaluation summary: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically; however, an occurrence of a contamination event cannot be entirely ruled out. Investigation conclusion: based on the evaluation, the complaint was not confirmed for contamination. A definite root cause could not be determined. Bd regrets the inconveniences you have experienced due to this issue and will continue monitoring incoming similar complaints.

Event description:
It was reported while using bd plate chocolate bab that an unspecified number of plates were contaminated with aspergillus versicolor. Growth appeared in areas where the sample was not inoculated so it was an obvious contaminant. There was no health impact or consequence reported.

Event description:
It was reported while using bd plate chocolate bab that an unspecified number of plates were contaminated with aspergillus versicolor. Growth appeared in areas where the sample was not inoculated so it was an obvious contaminant. There was no health impact or consequence reported.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.